Manufacturer narrative:
Date(s) of manufacture 30nov2020-01dec2020. Manufacturing document review: the manufacturing records and quality control release testing was reviewed for kit 190-000/ lot 1009698 and test base part number 190-430/ lot 1009698. Quality control release testing met specifications with no false positive results observed. Lot trace: the current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). No further action is required. Retain testing: tested the ID now covid-19 retain test kit lot 1009698 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid and performed as expected. No unexpected or false positive results were observed, and the customers complaint was not replicated. Testing results: the log files submitted to abbott diagnostics (B)(4) were reviewed for ID now covid-19 false positive results for the date and time provided. The following was noted: no positive test was found at the date and time provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested nasal kitted swab. The nasal swab was used per the product insert instructions. Confirmation testing on nasal swabs with bd ag and pcr with negative results. The customer stated the patient was asymptomatic. No remedial action was taken. The patient's travel was suspended. Repeat testing, CT value and additional patient information was not provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.